Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and morphine dose and concentration not reported via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that the patient had an MRI and the patient reacted due to pump stopping and they had to stop the MRI. The patient had adverse effect from the MRI and they had to stop the test. Per the reporter they now want to do open MRI with sedation. No further complications were reported regarding the event.